Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was analyzed for involvement in the shortened replacement window (B)(6) 2007 population. A data disk was sent in for technical service review. The monitoring voltage was 2.59 volts. The battery status middle of life 2 (mol2) was declared on (B)(6) 2008 due to voltage. This crt-d has not declared the battery status elective replacement indicators (eri). Since this is a high energy device that has declared mol2 within 32 months of implant duration, monthly follow ups have been recommended until eri is reached. Once eri is declared replacement was recommended within 30 days. It has also been recommended to turn the eri beeper on. Currently, this crt-d remains implanted and in service. No adverse patient effects reported. Additional information was received that this device was explanted and replaced 5 years after the initial allegation and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was found to have no output and no telemetry due to a depleted battery. Longevity calculations, functionality testing, and further analysis could not be performed due to the depleted condition of the battery. Therefore, the field allegation could not be confirmed during laboratory analysis.